Event description:
A guide wire was passed through the patient's very tortuous iliac artery into the aorta. A pigtail catheter was inserted with the guide wire. The surgeon performed angiography with the guide wire inside. The guide wire was lost and exited the catheter into the patient's left ventricle and iliac artery. Attempts to snare the wire were unsuccessful, and the patient was taken to the operating room for removal of the guide wire, and for repair of abdominal aortic aneursym.